Manufacturer narrative:
Na

Event description:
It was reported that during testing of the ventilator, the turbine did not rotate with an audible alarm. The ventilator was not connected to a patient when the reported problem occurred.